Manufacturer narrative:
Additionally, the customer confirmed b30 error caused by this scope and stated that cleaning the scope contacts with alcohol did not resolve the issue. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus their evis eus ultrasound bronchofibervideoscope displayed a communication error (b30) when connecting to clv-190/ cv-190 during preparation for usage in a diagnostic procedure. There were no reports of death, harm or injuries related to this event. Case with patient identifier (B)(6) reports the clv-190 used in the procedure. Case with patient identifier (B)(6) reports the cv-190 used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the b30 scope communication error was caused by external electrical forces, such as the connection of a device with wet electrical contacts or static electricity applied to the device. The event can be detected/prevented by following the instructions for use which state: "the electrical contacts inside the ultrasound cable connector have sharp tips and may be damaged by handling. Do not touch the electrical contacts." Olympus will continue to monitor field performance for this device.